Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Engineering analysis and testing of returned products identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements of greater than 2000 ohms on the right atrial (ra) channel causing a lead safety switch from bipolar to unipolar mode. After switching to unipolar mode, the pacing impedance measurements decreased from 2013 ohms to 363 ohms. Both the decrease in ra impedances and an associated increase in ra pacing amplitude output had caused an anomaly in the power consumption, however review of device data revealed no evidence of premature battery depletion. The pacemaker remains in service and no adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements of greater than 2000 ohms on the right atrial (ra) channel causing a lead safety switch from bipolar to unipolar mode. After switching to unipolar mode, the pacing impedance measurements decreased from 2013 ohms to 363 ohms. Both the decrease in ra impedances and an associated increase in ra pacing amplitude output had caused an anomaly in the power consumption, however review of device data revealed no evidence of premature battery depletion. The pacemaker remains in service and no adverse patient effects were reported.